Manufacturer narrative:
The clamp cuts too deeply into the foreskin causing excessive bleeding and requires suturing. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The clamp cuts too deeply into the foreskin causing excessive bleeding and requires suturing.

Manufacturer narrative:
Update to d3. After further investigation it has been determined that this is an allied healthcare products inc product. The initial reported issue is not a medline industries, lp product. A third-party notification was performed with allied healthcare products inc. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.